Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer changed pump supplies to address the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.